Manufacturer narrative:
Concomitant product: product ID 3389s-40, lot # v972376, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012-, explanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported they had an infection when they were initially implanted with the deep brain stimulator (dbs). They inquired if they should be pre-medicated with antibiotics prior to their colonoscopy. Additional information received from a health care professional (hcp) reported the patient's deep brain stimulator (dbs) leads and extension were removed due to infection in september of 2012. The implantable neurostimulator (ins) was left implanted for potential future use.